Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The blood glucose level was unknown at the time of incident. The customer states that there was a lot of resistance with filling reservoir. The customer stated that they were not able to fill reservoir. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs, performed pre-fill reservoirs test per (B)(4). Found transfer guard¿s needles occluded.